Event description:
It was reported that customer's insulin pump alarmed motor error. There were no significant events leading to the alarm. Customer does not use the sensor feature. The alarm occurred during rewind. Customer's blood glucose was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery, the motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement, rewind, basic occlusion and prime/a33tests. The insulin pump has cracked reservoir tube lip and missing end cap ticker.